Event description:
The nurse reported that while disconnecting and changing out a syringe of lasix which had previously been in the syringe module, the ¿white portion of smartsite separated from remainder of the needleless connector¿. The valve broke between the clear plastic and white housing leaving the blue piston exposed; no leaking occurred.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a broken smartsite was confirmed. During visual inspection it was noted that the used smartsite valve adapter was received with the white cap separated from the smartsite clear body. Inspection of the inside portion of the smartsite female luer adapter shows material from the clear body still remained. The root cause of the damage to the smartsite valve was not identified.